Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer stated they had recently received the patient from the ccl. There was no pressure when the patient arrived and the cardiosave intra-aortic balloon pump (iabp) was generating a fiber optic sensor failure alarm. They were guided to disconnect the fiber optic cable and discontinued use. The arterial pressure was obtained through the transduced inner lumen of the catheter. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).